Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of mine was broken in half- one half in the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("one half in my uterus") and was found to have uterine leiomyoma ("fibroids"). At the time of the report, the device breakage, uterine leiomyoma and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of mine was broken in half- one half in the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("one half in my uterus") and was found to have uterine leiomyoma ("fibroids"). At the time of the report, the device breakage, uterine leiomyoma and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : uterine leiomyoma, device breakage, device expulsion no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.